Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced an unspecified low blood glucose (bg) level and initiated a 911/emergency protocol with additional symptoms of a seizure associated with an alleged inaccurate delivery. It could not be determined whether or not the patient continued pump therapy. It was alleged that the pump delivered an overdose of insulin, leading to the patient¿s hypoglycemia and seizure. The seizure reportedly caused the patient to fracture their solder and the patient was subsequently prescribed anti-convulsant therapy which had a significant adverse effect on their health. The patient was treated by a healthcare provider. The patient is no longer on the anti-convulsant therapy. Troubleshooting with customer technical support (cts) could not be completed because the patient was not available. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring an initiation of a medical intervention and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #2: date of submission 07-nov-2019 device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2019 with the following findings: during a physical examination of the pump, it was revealed that there was moisture corrosion found in the battery compartment on the positive battery terminal. There was no damage or cracks found to the pump case, the pump cover, or the battery compartment. The battery cap was found to be intact and able to fully secure to the pump. During functional testing of the pump, the display was legible however it was observed to be dim and discolored. The pump insulin delivery was found to be operating within required specification and insulin delivery accuracy. There was no power loss or rebooting duplicated during a 12-hour basal duration test. There was no black box or delivery history available for the time of the adverse event due to continuous use of the pump which overwrote the 2016 data. The available pump history indicated that the pump was operating within specifications until end of use. The data that was available revealed that the basal program 1 was active. The last bolus delivery was programmed and delivered on (B)(6) 2017 at 19:06 for 3.55 units. A power on reset was recorded, the pump time and date reset to default 01-jan-2008. (Refer to pi (B)(4))the user set the time/date after power up to (B)(6) 2017 07:12 and resumed deliveries until pump alarmed auto off on (B)(6) 2017 at 20:24. According to the pump total daily dose (tdd) history, the pump was delivering the programmed basal rate prior to the power interruption on (B)(6) 2017 at 21:03. The black box did indicate a power interruption on (B)(6) 2017 at 21:03. Prior to the power interruption on (B)(6) 2017 at 21:03, the user stopped the continuous glucose monitoring (cgm) session at 21:02. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Correction ¿ the alert date of this event should have been reported as (B)(6)/2017.